Event description:
Reference number (B)(4). Event occurred in the united states. The patient experienced hypoglycemia with blood glucose levels in the 40s mg/dl. Emergency medical technicians (emt) responded and administered intravenous treatment. The incident occurred on (B)(6) 2025, at 3:00 pm, resulting in hospitalization that lasted more than 24 hours. During the hospital stay, insulin was administered intravenously. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010771, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6010771. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010771 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 10-dec-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc)-2110431 was opened during the sterilization process and further product disposition were required test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one nc raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.